Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, ventricular sensing integrity counts (sic) up to 22733; ventricular tachycardia (vt)-nonsustained episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate nst episodes and sensing integrity counter (sic) greater than 30 in 3 days. During the week of (B)(6) 2015, rv pacing impedance measured 1026 ohms rising to 1140 ohms the week of (B)(6) 2015

Event description:
It was reported that there was a lead noise alert because of elevated short interval counts (sic). The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.